Event description:
It was reported that physician was performing a planned peripheral intervention. Celt was deployed up to step 2 (the second turn counter-clockwise) and it was noted that bleeding started to present around the sheath once number 2 completed turning (click 2). Physician elected to abort, and pulled everything out and reverted to manual compression.